Event description:
The physician let monteris know that their patient from the ucd-135 case on (B)(6) 2026 had recently passed. After the litt procedure on that date, patient imaging showed significant edema. The physician performed a craniotomy that evening or the next day to relieve pressure from the edema. The physician commented that the whole brain showed significant edema and not just on the site of litt surgery, and the patient passed shortly after the craniotomy. Exact date of death is unknown to monteris.

Manufacturer narrative:
Edema is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.